Manufacturer narrative:
The united states customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site and cleaned the wash spinner and wash sump station, and adjusted the high speed spinner speed. Then, the cse checked the sample and reagent probes alignments, tube lifter compression, substrate/water volumes, and tube shaker height. Then, the cse decontaminated the substrate bottle and fluid line. Later, the cse ran precision, which recovered acceptably. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated human chorionic gonadotropin (hcg) results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting (B)(6) 2022 an urgent medical device correction (umdc, letter (B)(4) us) was sent to us customers, and an urgent field safety notice (ufsn, letter (B)(4) us) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers.

Event description:
The customer contacted siemens and reported that they implemented a policy to repeat all urine samples, in duplicate, for immulite 2000 human chorionic gonadotropin (hcg) if the sample initially recovers between 10 to 300 iu/ml on the immulite 2000 xpi instrument. On (B)(6) 2021, the customer repeated three samples in duplicate and then in triplicate on the same instrument. Then, the customer repeated the samples in triplicate on an alternate immulite 2000 xpi instrument. The customer reported the results that correlated between the two instruments. There are no known reports of patient intervention or adverse health consequences due to the event.